Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of no silicone at the tip of soft tip; however, the attached photo confirms that soft tip was detached from the cannula. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo confirms no silicone at the tip of soft tip as reported by the customer. The root cause for the missing tip is related to the manual process of inserting, gluing, and cutting silicone tubing using the soft tip assembly machine. An investigation has been completed to investigate the returned non-conforming cannula. All soft tip cannula assemblies are 100% inspected by trained operators for the presence of and any damage to the soft tip. Also, all packages are 100% scanned by trained operators for damage to the blister package. Any non-conforming packages found are removed from the lot, torn down, and the packaging components are scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before a vitrectomy surgery an ophthalmic cannula silicone tip was missing from the tip of soft tip. Procedure was completed on same day. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).